Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. You can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, customer was reminded that the auto-off safety feature can be modified or turned off. Customer indicated that they would consult with their health care provider prior to modifying the auto-off safety feature.